Event description:
A caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support instructed the caller to attempt a series of troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. The customer was informed to use multiple daily injections as a backup therapy in the meantime.